Manufacturer narrative:
The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Ithis device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that during fsca smr upgrade it was noticed damaged data port on original primary controller. Controller was exchanged to (B)(4). No consequences to the patient.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a displaced gasket and loose serial port. Internal visual inspection found that the nut behind the serial port was also loose. These findings confirm the malfunction mentioned in the event details. The most likely root cause of the reported event can be attributed to a shift in the manufacturing process. The manufacturer has opened an investigation with the supplier to evaluate the anomalies relating to the gasket displacement and loose ports. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.